Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Device history lot: null. Device history batch : null. Device history review:null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "a new technique of subtrochanteric shortening in total hip arthroplasty" written by warwick j. M. Bruce, faorthoa, fracs, sherif m. Rizkallah, fracs, young-min kwon, mbbs (hons), jerome a. Goldberg, faorthoa, fracs, and william r. Walsh, phd published the journal of arthroplasty vol. 15 no. 5 2000 accepted by publisher 11-october-1999 was reviewed. The article's purpose was to report upon the results of 9 cases for subtrochanteric shortening in tha utilizing depuy srom stem. The article only identifies srom stem. No indication on bearing surfaces or acetabular components. Adverse events: positive trendelenburg gait (denoting weak hip abductor muscles - no interventions indicated), cortical hypertrophy (no interventions indicated), distal pedestal formation (no interventions indicated), ectopic bone formation, breach of anterior femoral shaft by one of the leaves of the slotted peg (treated by revision 2 weeks post op with a long-stem srom prosthesis), intraoperative split in the proximal femur (treated with prophylactic wire left in situ without further complication.